Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # (B)(4).

Event description:
It was reported that a vessel occlusion possibly related to a fracture of the vascular stent implanted in the sfa in (B)(6) 2015 was detected. As reported, a percutaneous procedure was performed for treatment and the patient recovered. There is no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. On the basis of the evaluation of the x-ray images provided, the overlapping placement of two stents in the sfa could be confirmed. Several irregularities of the distal stent can be confirmed indicating the fracture of the stent. In addition, there is an indication for stent elongation and compression. An occlusion of the proximal stent placed can be confirmed. Potential factors which may have led or contributed to the stent fracture have been considered. Previous investigations of similar complaints have been reviewed. Stent elongation during deployment may lead to subsequent stent fracture. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release as well as insufficient pre or post-dilation may result in an irregular stent placement. Also highly calcified vessels, the patient's condition or the vessel anatomy may contribute to an irregular stent placement and subsequent fracture. In this case, there was no report of an irregular stent placement or significant difficult vessel anatomy. Based on the information available, a definite root cause for the reported event could not be determined. The IFU supplied with this product sufficiently describes the correct application of the device. Furthermore, the IFU states that pre-dilation of the lesion should be performed by using standard techniques and that post stent expansion with a pta catheter is recommended. Also the IFU states that arterial occlusion/restenosis of the treated vessel is a potential adverse event that may occur.